Event description:
The facility reported a fail code 703. The hosp rep stated that there have been no reports of any pt indicent involving this pump since the last baxter service event. No add'l info is known.